Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint, freestyle lite meter and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s son reported customer received a reading from his adc blood glucose meter that was higher than a reading obtained by paramedics. Caller further reported that on (B)(6) 2017 customer received a reading of 125 mg/dl at 7:00 pm and subsequently lost consciousness. Paramedics were called and upon arrival received an unspecified reading that was reportedly ¿30 points lower¿ than the adc result. Customer was treated with an unspecified ¿liquid medication under his tongue to bring him back¿. Customer was then transported to a hospital where he was hospitalized for five days. Caller noted the customer could not recall what treatments were rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported customer received a reading from his adc blood glucose meter that was higher than a reading obtained by paramedics. Caller further reported that on (B)(6) 2017 customer received a reading of 125 mg/dl at 7:00 pm and subsequently lost consciousness. Paramedics were called and upon arrival received an unspecified reading that was reportedly ¿30 points lower¿ than the adc result. Customer was treated with an unspecified ¿liquid medication under his tongue to bring him back¿. Customer was then transported to a hospital where he was hospitalized for five days. Caller noted the customer could not recall what treatments were rendered at the hospital. There was no report of death or permanent injury associated with this event.